Manufacturer narrative:
Despite according to the surgeon: there was no negative clinical effect to the patient. There was also no negative clinical effect due to any delay of surgery/anesthesia to this patient. -there are no further remedial actions reported that would have been necessary, done or planned for this patient. A risk to the patient's health could not be excluded for these specific circumstances, since a bleeding from the transverse sinus occurred. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for not avoiding the transverse sinus using the navigation at this surgery, is a combination of the following contributing factors: the main cause is that the navigation reference array did most likely move, during or after draping of the patient and exchange from unsterile to sterile array. The patient registration to match the virtual display of the navigation to the current patient anatomy was not verified again after the draping of the patient, which would have revealed such a movement of the reference array. Further: the pre-operative MRI scan was not performed according to the brainlab scan protocol, and contained motion artefacts. For the initial patient registration on the pre-op MRI to match the virtual display of the navigation to the current patient anatomy, the registration points acquired were not sufficiently distributed. The tip of one of the navigated pointers used at this hospital was found to be bent. Despite it could not be explicitly confirmed that this bent pointer was actually used at this surgery, use at this surgery is likely, and therefore a contribution by this bent tip to a deviation of the navigation virtual display to the actual patient anatomy at this surgery. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate to this customer: for main cause: rigid fixation of the reference array, and to avoid movement of array during/after patient draping and exchange of unsterile to sterile array. Also verification of navigation accuracy is necessary after draping / array exchange. That the brainlab scan protocol (especially avoiding motion artefacts) must be followed for such scans to be used with brainlab navigation. The appropriate registration point distribution as required by the navigation. To verify the accuracy of the registration adequately using anatomical landmarks and the relevant available navigation functions, and if necessary, how to improve the accuracy result of the registration with the functions available in the navigation. To verify the accuracy of the navigation as required throughout the procedure. To check the accuracy of the pointer with the gauge, and not to use damaged tools for a surgery. In order to generally improve accuracy results, to use the 4-sphere reference array also available to this hospital instead of the former 3-sphere array, and the recommended or setup for use of navigation.

Event description:
A cranial surgery (open craniotomy) for a resection of a lesion with a size of ca. 18mm, located in the brain, has been performed with the aid of the virtual display of the brainlab navigation. A pre-operative MRI was acquired several days before the surgery, to use with navigation. During the procedure the surgeon: positioned the patient in a modified sitting position. Performed the initial patient registration on the pre-op MRI to match the virtual display of the navigation to the current patient anatomy. Verified the accuracy of the registration on the patient's skin and considered the accuracy achieved as sufficient. The use of navigation was desired to avoid the transverse sinus area during the surgery. Draped the patient, used now a sterile navigation reference array, and created a burr hole. When proceeding, a significant bleeding occurred, by that the surgeon determined that the transverse sinus had been hit, despite allegedly the navigation virtually displayed the currently operated area to be about 1cm away from the transverse sinus. Stopped the bleeding and continued the surgery without further use of navigation. According to the surgeon: there was no negative clinical effect to the patient. There was also no negative clinical effect due to any delay of surgery/anesthesia to this patient. There are no further remedial actions reported that would have been necessary, done or planned for this patient.